Event description:
It was reported that during use with an unspecified amount of bd vacutainer® multiple sample luer adapter blood leakage occurred when tube connected. There was no impact to patient or user. The following information was provided by the initial reporter, translated from french to english: when the pump body is installed to collect the tubes, a large amount of blood is sprayed into the pump body.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 30 vacutainer tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® multiple sample luer adapter blood leakage occurred when tube connected. There was no impact to patient or user. The following information was provided by the initial reporter, translated from french to english: when the pump body is installed to collect the tubes, a large amount of blood is sprayed into the pump body.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.